Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment could not be tested some components were not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated from 4061841 to 4022741 d4: expiration date corrected from 5/31/2026 to 1/31/2026 d4: primary UDI number corrected from (B)(4). H4: device mfg date corrected from 6/18/2024 to 2/27/2024

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an unspecified procedure. Reportedly, at the moment of closing the access, the suture thread detached inside the vessel, causing heavy bleeding. The method used to achieve hemostasis was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.